Event description:
Device malfunction: failure to deploy, damaged distal end of clip applier. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral after a diagnostic heart catheterization. Reportedly, the thumb advancement stroke (step #3 sheath splitting) could not be completed. After the device was removed, it was noticed that the distal end of clip applier was "mangled". Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.